Event description:
A falsely elevated ctni result of 8.5 ng/ml was obtained on a pt sample. The pt was admitted for observation and treated with acetylsalicylic acid. The original sample was retested and a result of 0.07 ng/ml was obtained. Although pt treatment was prescribed or altered as a result of the falsely elevated ctni result, there was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data dit not indicate a device failure. Sample handling was most likely the cause of erroneous result.